Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that low defibrillation noted on the right ventricle (rv) lead during an ventricular tachycardia (vt) event resulting in the device aborting therapy. The patient experienced cardiac arrest that was addressed by external defibrillation. Abbott technical support was contacted and the patient was admitted to the intensive care unit. The patient did not fully recover and passed away.

Manufacturer narrative:
Date of death was estimated to have occurred in (B)(6) 2025. Further information was requested but not received.